Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and reported pump displays "electrical fails code 50" on screen on power up. Found saline damage to motor control board. So, replaced the control board. Unit passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use.

Event description:
The customer reported that prior to use on a patient the cs300 intra-aortic balloon pump (iabp) had electrical test fails code 50 on power up. No adverse event reported.